Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via lp shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient had experienced gait disturbance and speech impairment in (B)(6) 2022. The set pressure could not be changed, therefore, the valve was removed and replaced on (B)(6) 2022. After the removal the physician tried to change the set pressure however, it was not possible. The patient recovered.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 3791563, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for leak, programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programing issues were noted.